Event description:
It was reported that the patient received a replacement ams700 inflatable penile prosthesis reservoir due to unknown reasons. Another reservoir was implanted to complete the procedure. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
Additional information received that the reservoir was replaced because it was 3 years old. The patient outcome reported was stable without post operative complications. The lot number of the explanted device is unknown.

Event description:
It was reported that the patient received a replacement ams700 inflatable penile prosthesis reservoir due to unknown reasons. Another reservoir was implanted to complete the procedure. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.